Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refu0718 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported (B)(6) 2021 vein accessed first attempt by experienced PICC placer. Wire did not advance far. Continued to dermatotome and insertion of introducer. PICC trimmed, after stylet pulled back, reinserted stylet and bent wire over rubber stopper to prevent accidental introduction. Threaded through introducer at shoulder resistance felt, attempted to thread by moving arm but still resistance, when removed felt a tug. Facility states users always checks stylet prior to insertion and on removal. On removal observed magnet end of stylet no longer there. Chest xray requested and part of the stylet found to be in axilla region. Referred to interventional radiology for snaring, they refused to accept the patient. Accepted by cath lab for snaring. It was stated the device is in four pieces: the portion trimmed off prior to insertion and the actual PICC as user tried to pass wire to see if the portion was still within the PICC prior to chest x-ray.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed; however, the exact cause is unknown. One 3cg stylet and one 4 fr single lumen powerpicc solo catheter were returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal tip of the stylet was observed to be broken off and missing leaving about 1.7 cm of the polyimide tip remaining. Multiple bends were observed in the stylet with a distinct bend in the polyimide tubing approximately 1.1 cm proximal to the break site. A microscopic observation revealed the break site in the polyimide tubing was uneven with a rough surface texture and plastic deformation. Some tapering and delamination were observed in the polyimide tubing at the break site. The core wire of the stylet at the break site was observed to be tapered and angled very slightly. No magnets were found within the polyimide tubing of the returned stylet. While the exact cause of the break in the returned stylet is unknown, possible causes include excessive manipulation of the stylet prior to or during placement and advancement/retraction of the stylet against resistance.

Event description:
It was reported (B)(6) 2021 vein accessed first attempt by experienced PICC placer. Wire did not advance far. Continued to dermatotomy and insertion of introducer. PICC trimmed, after stylet pulled back, reinserted stylet and bent wire over rubber stopper to prevent accidental introduction. Threaded through introducer at shoulder resistance felt, attempted to thread by moving arm but still resistance, when removed felt a tug. Facility states users always checks stylet prior to insertion and on removal. On removal observed magnet end of stylet no longer there. Chest xray requested and part of the stylet found to be in axilla region. Referred to interventional radiology for snaring, they refused to accept the patient. Accepted by cath lab for snaring. It was stated the device is in four pieces - the portion trimmed off prior to insertion and the actual PICC as user tried to pass wire to see if the portion was still within the PICC prior to chest x-ray.